Manufacturer narrative:
Analysis summary: analysis confirmed the customer comment of a fan issue and overheat alerts via the log and the system fan and power supply were therefore replaced. It was additionally noted that the left keyboard hinge was broken, the keyboard slide cover was missing and that the stylus was deemed the "old" version. All were replaced. The circuit boards and mechanical parts were inspected, the software was reconfigured, reloaded and updated and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer has an issue with its fan and has several alerts showing that reference overheating. It was requested that the software and the session sync remain on the programmer when it is returned to the user. The programmer was returned to service. No patient complications have been reported as a result of this event.